Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is burning smell. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, and top enclosure. What appeared to be burn marks were observed on the ui display bezel, likely due to thermal damage from the pca. The top enclosure screws were observed to have corrosion to them, likely due to liquid ingress. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the center enclosure and iso port. The pca screws and pca were observed to have corrosion to them, likely due to liquid ingress to the pca. The q2 and q3 components of the pca were observed to have thermal damage, likely due to liquid ingress. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the inlet/outlet seal. A dust-like contaminant was observed on the blower box cap, inside the inlet of the blower box, on the blower, blower seal, and blower box. The blower box screws were observed to have corrosion to them, likely due to liquid ingress. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. A dust-like contaminant and hair-like particles were observed on the heater plate, heater plate spring, and bottom enclosure. The unit got scrapped. Product investigation laboratory was able to confirm the complaint of a burning smell.